Event description:
It was reported that this pacemaker exhibited noise and undersensing on this right atrial (ra) lead no adverse patient effects were reported. At this time, this device system remains in service.